Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed

Event description:
It was reported that a continuous alarm occurred while the system controller was being installed. No alarms were displayed on the controller and monitor. A continuous sound was generated again but the message could not be confirmed. The log file was analyzed but no alarm was recorded. Since the power module may have been activated it was decided to inspect the power module. It was also reported the power module built-in-battery was replaced due to suspected defectiveness.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a continuous alarm on the power module was not confirmed. The heartmate power module was not returned for analysis and no log files were submitted for review. A good faith effort was sent asking for the return status of equipment; however, there was no indication of a return. The root cause of the reported event was unable to be determined in this analysis. Heartmate iii instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 ¿ ¿alarms and troubleshooting¿ explains how to properly interpret and troubleshoot all alarms. Heartmate iii instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate iii patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.